Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2021-05142. It was reported the patient's leads migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update posted 04 nov 2024 it was reported revision surgery was scheduled bit didn¿t take place. As it was not rescheduled the rep was informed the issue would be closed and reopened as needed.